Event description:
Related manufacturer reference number: 1627487-2022-04486. It was reported after weight loss the system became superficial to the skin and the patient experienced discomfort at the incision sites. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.